Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the (B)(4) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient that returned two days later after being prescribed an antibiotic drop and complained of discomfort in both eyes and felt allergic to the antibiotic drops given by the optometrist. The patient had small superior infiltrates in both eyes. The patient was prescribed a steroid drop and antibiotic ointment. The patient was instructed to discontinue the antibiotic drop. Follow up information received stated the patient noted the eyes feel back to normal and the vision is good. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).